Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. The machine alarmed. Estimated blood loss was less than 300ml. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample has been discarded.

Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.